Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that suture placement with two proglide devices were attempted in a common femoral artery via 6fr sheath using the preclose technique prior to a percutaneous coronary interventional procedure. An extracorporeal membrane oxygenation (ECMO) device was placed in the patient anatomy to support blood circulation for five days. Reportedly, when the ECMO device was removed one of the proglide devices experienced a suture break. An additional proglide device was placed; however, bleeding continued and hemostasis was not achieved. A femostop was applied, but failed to achieve hemostasis. A large sheath was inserted into the patient anatomy to achieve hemostasis. The patient was taken to surgery and a cut down was done to remove the sheath from the patient anatomy and successfully close the puncture site. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is in-training in the use of the proglide device and being established in the preclose technique. No additional information was provided.